Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. This occurred when monitoring the patient. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. New battery pins were installed as a precaution and the battery charged to full capacity. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker evaluated the electronic records from the device and was able to verify the reported issue, however the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself multiple times during a patient event. This occurred when monitoring the patient. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.